Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigations confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.189" x 1.044" was found to be broken off the yaw pulley the broken piece was not returned. The root cause of this issue is typically attributed to user mishandling, such as excessive force applied to the instrument jaws. A review of the instrument logs for the tip-up fenestrated grasper (part# 470347-12 /serial#: (B)(4)) was performed. The instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument had a broken tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected during central processing and that is when the issue was identified. The site¿s instrument cleaning or sterilization methods have not changed recently. No further information was provided.